Event description:
A cardiac resynchronization therapy defibrillator (crt-p) was returned from a funeral home for disposal with no information. Information identified in the manufacture's database indicated the patient died approximately (B)(6) post implant of the crt-p system. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.